Event description:
It was reported that a large volume intermate had a black mark on its filter. This was found before use. The device was filled with an unknown antibiotic. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 05, 2014 ¿ june 06, 2014. Evaluation summary: the device was received for evaluation. During visual inspection a black particle measuring approximately 0.01 mm in size was observed embedded in the stress member of the device. There was an insufficient amount of the particle to perform fourier transform infrared spectroscopy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the particle is unknown. Should additional relevant information become available, a supplemental report will be submitted.